Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that the blood glucose reading was not stored in the memory of the contour next meter. No adverse event alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to him.